Manufacturer narrative:
It was reported that a ventilator generated technical error code indicating an open safety valve. The issue was confirmed on site by service technician. The safety valve pull magnet was replaced and returned for investigation. The device passed all functional tests. Device logs were downloaded and provided for investigation. Evaluation of the received device logs can confirm the event of the safety valve test failed. Since we could trace back the reported problem to july 2, the date of event was determined to be (B)(6) 2021. The event could not be reproduced using the returned part in a reference unit. A failure in the pull magnet or its supply circuit can lead to stop of ventilation if the safety vale is not in its predetermined state. Appearance of this failure will be notified to the user by generated high priority alarms and technical error codes. If the fault is present it will be detected during pre-use check. The conclusion in this matter is that the reported problem was confirmed in received device logs, but the issue could not be reproduced with returned safety valve pull magnet.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating an open safety valve. There was no patient harm. Manufacturer's ref #: (B)(4).